Event description:
Subject: (B)(6) phs study on (B)(6) 2026 traumatic fall participant sustained a fall on shoulder while walking dog. X-ray and musculoskeletal ultrasound findings demonstrate intact soft tissue and no relative changes to implant. They report increased pain since fall. On (B)(6) 2026 participant was drying hair and felt "snap" in shoulder with excruciating pain. Physical exam negative for soft tissue damage. Will repeat msk ultrasound on (B)(6) 2026 if pain persists. Update #2 (11mar2026) repeat musculoskeletal ultrasound negative for soft tissue damage or device issues. An unrecognizable mass is present between lesser and greater tuberosities. Update 3 (30mar2026): CT findings and surgery. Not related to device/possibly related to procedure.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.